Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device was not working for 3 weeks and had a screen that said something like safe state. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed a dust-like contaminant on the water tank seal, water tank, ui display bezel, top enclosure, and iso port. What appeared to be burn marks, likely due to a thermal event on the pca, were observed on the ui display bezel, ui ribbon cable, and iso port. Possible dried liquid spots with potential mineral deposits were observed on the iso port and heater plate. The q2 component of the pca was observed to have had a thermal event, along with areas of corrosion on the pca, likely due to liquid ingress to it. The issue of liquid ingress to the pca has been previously investigated. A dust-like contaminant was observed inside the inlet of the blower box, on the blower, blower seal, and bottom enclosure. The manufacturer was able to confirm the complaint of a burning odor, and the unit got scrapped.